Event description:
The customer reported unexpected positive reactions on donors with seraclone anti-s. Despite several inquiries, the customer could not provide us with a date of event. We rec'd neither the supposedly defective product nor the donor samples that had cause false positive results. Therefore our quality control laboratory tested the retained sample of seraclone anti-s with different s negative and positive red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by the quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. This our combined initial and final report on this incident.

Manufacturer narrative:
(B)(4).